Event description:
A healthcare worker experienced a stinging pain on the palm of their hand and facility stated the burn is cured now. However, the duration of the symptom was unknown. After cycle completion, the worker unloaded the sterilized devices and within minutes felt the pain on their hand. The worker treated the burn under running water. It was reported that the worker sought medical attention twice and a steroids ointment was prescribed. The vaporizer plate had been in place when the event occurred and after this incident a new plate was installed, the facility has not followed instructions for changing vaporizer plate on a regular schedule.